Manufacturer narrative:
The reported meter (B)(4) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with button press and with strip insertion. No malfunction of product deficiency was identified. An extended investigation involved a manufacturing review (including 5 years of device history records (dhrs), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc glucose meter does not power on upon button press or test strip insertion. The customer experienced symptoms of headache, blurry vision, light-headedness, and obtained readings of 600 mg/dl and 329 mg/dl on an unspecified meter. The customer was taken to the hospital where he was diagnosed with hyperglycemia and received unspecified intravenous fluids and insulin (dose/type unknown). Additionally, the customer reported receiving a reading of 112 mg/dl prior to leaving the hospital. There was no report of death or permanent injury associated with this event.